Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge leaked from the septum while it was being filled with insulin. Reportedly, the customer filled the cartridge with more than 300 units. It was noted that the customer filled the cartridge while on the pump instead of filling the cartridge then loading it onto the pump. The customer successfully loaded a new cartridge and there was no impact to the customer's blood glucose level.